Event description:
The customer contact reported the semi-rigid adapter of the clave secondary port on the cassette broke. It was reported that prior to patient user, the tubing set was being primed to deliver an unspecified concentration of rocephin. The customer contact reported that during this time, an unspecified volume of medication leaked from the semi-rigid adapter of the clave secondary port onto the nurse. No specific details were provided. It was reported that the tubing set was replaced. At this time, prior to priming, the nurse noted that the semi-rigid adapter of the clave secondary port on the cassette appeared to be split and broken, tub not entirely off. The customer contact reported that this tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.